Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it received a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. The device was also unable to be verified for an excessive no delivery alarm due to the prime anomaly. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error after completing the prime process for an infusion set change. The patient's blood glucose at the time of incident was 9.6 mmol/l. The customer attempted to bolus and received a no delivery alarm followed by a motor error alarm. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to complete the rewind process. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.